Event description:
After the iab was inserted, the position was checked under x-ray and was found to be satisfactory. Intra-aortic counterpulsation was commenced at 1:1, and heart rate was 95. Good augmentation was identified on the arterial trace and balloon trace. Approximately two hours later, however, blood was noticed in the helium tubing, counterpulsation ceased and the patient expired. The iab was left insitu. This event is part of a coroner's inquiry.